Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred. When inserting the introducer, the dilator spun inside of the introducer and protruded in the incorrect direction out of the end of the sheath. An x-ray was performed and a cardiac tamponade was observed. No treatment was needed for the tamponade. The patient is in stable condition.